Manufacturer narrative:
The customer informed heartsine the device was disposed of. The device was not returned to heartsine for investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that user did not know how to operate the device during a cardiac arrest and was unable to power it on. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. A clinical review was completed and there was no clinical data available for review. It cannot be determined if the device contributed.

Event description:
The customer contacted heartsine to report that user did not know how to operate the device during a cardiac arrest, and was unable to power it on. The patient involved in the reported event is deceased.